Event description:
It was further reported that target lesion 1 was 2mm long and was 95% stenosed per cath report, reducing stenosis to 30% post procedure. 97 days after the procedure, the patient was admitted from an outside facility for further management of recurrent chest pain, nausea, weakness, lightheadedness, and av block. Substernal chest pain radiating to their left arm was relived with nitroglycerin. Cardiac catheterization revealed rca 70% ostial stenosis, 10% mid stenosis ("in-stent restenosis-rca"), mid lad 10% stenosis, CABG of the rca was recommended. 8 days later, the patient underwent a single-vessel rima to the rca. The patient remained on a ventilator for two days "secondary to moderate obesity, deconditioning, and coronary disease". Preopertively the patient was found to have mrsa in her urine and was treated with vancomycin. There were no symptoms of sepsis found postoperatively. The patient was discharged to a rehabilitation facility on aspirin 7 days post-op. In the opinion of the physician the relationship of the target vessele reintervention to the taxus stent is possible.

Event description:
Clinical studay. It was reported that 105 days after a drug eluting stenting treatment procedure the patient have a target vessel reintervention. The target lesion being treated in the index procedure was a 3.5mm, 80% stenosed proximal right coronary artery (prox rca). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.5x16mm drug eluting stent without complication. The patient was discharged 2 days later on plavix and aspirin. 105 days after the procedure, the patient underwent a coronary artery bypass grafting for in-stent diffuse stenosis of the prox rca. The patient was discharged 7 days later.